Manufacturer narrative:
B3: the events occurred on 25 feb 2025 and 10 mar 2025 (not specified how many per each day). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) syringe inlets had black particles inside the packaging. This was observed before use. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured february 2024. H11: the actual devices were not available; however, photographs of samples were provided for evaluation. Visual inspection of the photo samples identified dark foreign particle(s) embedded in the blue connector (not in the fluid pathway) and dark imperfection spot or smudge on the outside of the tubing (not in the fluid pathway). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging/inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.